Event description:
Essure placed (B)(6) 2009. Ever since I then have had a number of problems, heavy bleeding, painful cramps, bad lower back pain, nausea, headaches, sharp pains, rash, never ending periods, uti's, fatigue, insomnia, panic attacks, blood clots, blurry vision, body aches, bowel issues, breast pain, forgetfulness, constant sweating, discharge, dizziness, ear aches, weight gain, fibroids, hair loss, heart palpitations, irregular periods, mood swings, nickel taste, numbness in hands, painful intercourse, painful ovulation, and severe bloating. I never had any of these problems before the essure and I know 100% in my heart these are the reason for everything.